Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient experienced incontinence and had a lack of pain relief. The device was removed and there have been no reports of further complications regarding this event.